Manufacturer narrative:
The results of the investigation concluded that a leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in seal. Tearing in the seal is consistent with damage during use. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause for the reported and confirmed leak is consistent with damage during use.

Event description:
During the procedure an air leak was noted. Prior to catheter insertion into the sheath, air was leaking into the syringe that was connected to the extension port of the sheath. Several aspirations were attempted with no resolution. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.